Event description:
In a customer letter dated 2009, it was learned the device was explanted at implant due to a hole in leaflet. Per the customer letter, "the valve after implantation was seen to have a hole in one of of the leaflets (leaflet perforation) so the valve was explanted and could not be used."

Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
Device was received in 2009, for evaluation. Customer letter was enclosed in the shipment. It is uncertain who first learned of this event as no edwards contact information was provided. This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review has been started. No additional information was provided. Upon completion of the evaluation, the customer will be apprised of our findings by letter.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure. No visible inconsistencies were noted in the x-ray. No additional information was provided. Customer letter sent 09/25/2009. The device history record (DHR) review was completed on 25-aug-2009 and this device passed all manufacturing and sterilization inspections with no nonconformance.